Event description:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient has expired. There was no report of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient has expired. There was no report of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The manufacturer received new and relevant information on 05/20/2025. The device was returned for lab investigation by pil, during the external and internal investigation it is observed that 0 errors logged, pil was unable to get care orchestrator information from device, dust-like contamination at the air inlet of the blower box, dirt-like contamination on the bottom enclosure and black dust-like contamination on the ui panel. Pil was not able to confirm the complaint or address the symptoms specified. Section g3 has been updated. In addition, appropriate code updated/corrected in this follow-up report.